Event description:
A registered nurse reported that during a vitrectomy procedure the system would shut down if the system was bumped or moved slightly. Surgery was completed with no harm to the patient.

Manufacturer narrative:
The system was examined and the company representative was able to replicate the reported event of battery not holding charge. The battery power module was replaced to address that issue, specifically. The customer connected the cable properly to the system to resolve the ¿shut off¿ issue. The company representative did not indicate finding any issues related to the bipolar cord lighting. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 10, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of the system shutting down when moved or bumped can be attributed to the cord not being plugged in properly by the customer. The root cause of the reported event of the backup battery failing can be attributed to the depleted battery power module. However, how and when the battery power module became depleted cannot be determined conclusively. Based on the information obtained, the root cause of the reported event of intermittent bipolar cord lighting cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).